Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation (since the device was not returned), the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that the video system center lost its image during a nasal endoscopy procedure. The sales representative reported, that there was a white image. And the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.